Manufacturer narrative:
Paradoxical adipose hyperplasia (ph/pah) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained. Zeltiq initiated a voluntary discontinuation and recall of parallel plate applicators for the coolsculpting® system due to the observance of an increased rate of paradoxical hyperplasia (ph) associated with these applicators during a recent analysis of data from the 2019-2021 timeframe. These applicators are sold under the brand names coolcore, coolcurve, coolcurve+, coolmax and coolfit.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to the inner thighs, outer thighs, and abdomen on (B)(6) 2018. The right inner thigh was treated on (B)(6) 2021 using the coolsmooth applicator and to the lower abdomen (stomach) (B)(6) 2021 using the legacy coolcare applicator and presented with possible paradoxical hyperplasia (ph) to the lower abdomen and thighs.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to the inner thighs, knees, and stomach. The right inner thigh was treated on (B)(6) 2021 using the coolsmooth applicator and to the lower abdomen (stomach) on (B)(6) 2021 using the legacy coolcare applicator and presented with possible paradoxical hyperplasia (ph) to the lower abdomen and distal thigh (right).

Manufacturer narrative:
Paradoxical adipose hyperplasia (ph/pah) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained. Zeltiq initiated a voluntary discontinuation and recall of parallel plate applicators for the coolsculpting® system due to the observance of an increased rate of paradoxical hyperplasia (ph) associated with these applicators during a recent analysis of data from the 2019-2021 timeframe. These applicators are sold under the brand names coolcore, coolcurve, coolcurve+, coolmax and coolfit.

Manufacturer narrative:
Correction to g.3. Aware date of initial medwatch. Aware date should have been listed as 24may2024. Correction to g.3. Aware date of supplemental medwatch # 1. Aware date should have been listed as 24jun2024.

Event description:
Allergan aesthetics received a report from a patient who received coolsculpting treatment to the inner thighs, outer thighs, and abdomen on (B)(6) 2018. The right inner thigh was treated on (B)(6) 2021 using the coolsmooth applicator and to the lower abdomen (stomach) on (B)(6) 2021 using the legacy coolcore applicator and was diagnosed by a healthcare professional with paradoxical hyperplasia (ph) to the bilateral mid abdomen and right inner thigh. Provider reported liposuction performed on (B)(6) 2024.